Event description:
It was reported that four days post implant, possible sensing and capturing issues were noted on the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.